Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose level. Customer's blood glucose level was 977 mg/dl. It was mentioned that the customer had been hospitalized four times for high blood glucose. The customer declined to provide hospitalization details. It was also reported that the insulin pump had damage at the reservoir retainer ring. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08950 inches. Pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked retainer, scratched case, pillowing keypad overlay and minor scratched lcd window.